Event description:
It was reported that the patient was having difficulty charging the ipg as it was tilted. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.